Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: "the settings only toogle between 2 numbers despite turning knob completely around" during patient ventilation. The patient was moved to another ventilator.